Manufacturer narrative:
Complaint tip and data log of the event were returned and evaluated. Based on the evaluation of the data, the system and hand piece perform as expected. The user will want to verify proper treatment technique, position and orientation. Evaluation of the tip confirmed there was debris in the corner of the tip, but no burn marks were noted. The tip passed the leak and thermistor tests. The tip failed visual inspection for the debris buildup in corner of tip. No dielectric breakdown was observed. No functional test was performed due to tip being expired. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient experienced blistering on the submandibular, mouth side, and cheeks following a thermage treatment. The patient was given nitrous oxide during treatment. The physician reported the treatment was conducted at a maximum energy level of 8.0, coupling fluid was used, and the tip was inspected before and frequently during treatment. No issues were observed during the pre-treatment inspection of the tip. During treatment error codes were noted and treatment tip was inspected again, at which point the tip was noted as having a mark and a new tip was used to complete treatment. Two days following the treatment the patient contacted the physician to report they were experiencing blisters across the cheeks, mouth, and submandibular areas. The patient was treated with an unknown ointment. A image of the patient was reviewed, a healing wound possibly from a peeled off scab is visible on right cheek.

Manufacturer narrative:
The data-card log confirmed the customer¿s account of the tip too warm error occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx user manual (rev. A), blisters are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. It was reported the customer used nitrous oxide on the patient during treatment. The patient should never be placed under anesthetics during thermage flx treatment. The patient must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient.